Event description:
Country of complaint: (B)(6). Customer detected double labeling of outside of packaging.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 2 boxes ((B)(4) units per box). There are no previous complaints of this code/batch. There are no units in OEM stock. The two received boxes are double labeled. The product contains the correct label but also an incorrect label from another product. Both products were being labeled manually in the warehouse. The mistake took place at the moment of selection of the labels. The person who was conditioning the product manually selected an incorrect label. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a correction action in order to avoid this kind of incidents in the future.